Event description:
According to the reporter, during the hernia repair procedure, an auto suture blunt tip trocar balloon ruptured. A piece of the balloon did fragment, but it was retrieved by the doctor. A second balloon also ruptured, but did not fragment. No harm was caused to patient.